Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The customer reported the gds has been replaced already. The product support engineer advised customer to try a different da pcb and gave part ID. Additional information from the customer indicates that the issue was resolved by re-seating components that he had replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the proximal pressure is out of specification. There was no patient involvement.